Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple call service 088 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: a review of the pump's alarm history showed evidence of call service 088 alarms. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. There was no evidence of internal moisture observed on the printed circuit board or other internal components. The complaint was confirmed in the pump history but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.